Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with moderate calcification. The lesion was pre-dilated with an unspecified 1.5x8.0mm balloon at 10, 12 and 14 atmospheres. A 2.75x38mm xience v stent was deployed. Post-implant, a distal edge dissection was noted, which was successfully covered with a new 2.5x15mm xience v stent. No other device issues were noted. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.